Event description:
It was reported, that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted. This event is reportable, per 21 cfr part 803. Section h6 was done, based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation, a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
Additional information received : update information was requested and it was confirmed, that the implant is in place and the screw fragment was removed. This means, the case is not reportable. FDA-update will be requested. This is a follow up report for the additional information that has been received for this case. Since additional information was received that updated information was requested, received and it was confirmed, that the implant is in place and the screw fragment was removed. This means, the case is not reportable. Correcting this report to non reportable due to the additional update that has been received. This is a follow up report to correct this report to non reportable.